Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient had surgery on (B)(6) 2013, to replace a spectra penile prosthesis. Reason for revision was not provided. No further patient complications were reported in relation to this event.